Event description:
It was reported that while transferring a pt, the cot was being pulled out of the ambulance and swung around 45 degrees and then dropped down. There was pt involvement. Adverse consequences are alleged.

Manufacturer narrative:
Investigation underway.